Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent localized alveolar ridge augmentation utilizing rhbmp-2/acs concurrent with space maintenance devices for soft tissue management. Immediately post-op,the patient developed erythema and edema. The patient's symptoms were treated with medication, and the symptoms resolved.